Event description:
It was reported, the subject device had no discernable picture. The issue occurred during preparation for use before a therapeutic laparoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Update field: b5, d8, d9, h3, h6, h11. The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage and cracks on side of video connector (vc), based on the results of the investigation, it is likely the following led to the malfunction: broken distal end and cracked video cable is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using similar device.